Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the evis exera iii xenon light source had a loss of image for a few seconds and the image came back. In addition, an e216 error code transpired. The event occurred during procedure and the operation was completed with the same endoscope. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the endoscopic image was found ¿too dark¿, however, a root cause could not be identified. The repair was done on-site and the device was not returned from the facility. Other onsite inspection finding found: e216 communication error. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.